Manufacturer narrative:
The baxter technician found the detent mechanism needed to be replaced. Per the baxter service manual the affinity bed requires an effective maintenance program. We recommend that you perform semi-annual preventative maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake and check to ensure that the bed will not move (when the brake is activated). If the bed moves, inspect it for wear and adjust if required. See ¿caster assembly¿ on page 4-99. Apply the steering pedal and check the steering to ensure proper locking action when activated. See ¿caster assembly¿ on page 4-99. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 7, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the detent mechanism to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that affinity 4 bed frame (product code p3700b000016, serial number (B)(6)), had brakes not holding. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.